Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2016 with the following findings: during investigation, the pump powered on to a blank display. Upon pump disassembly, corrosion was found on the display flex cable, the display connector and other areas of the printed circuit board. There was no evidence of physical damage to the pump.